Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-jun-2026, it was reported by an arthrex subsidiary employee via sems(B)(4) that a qty. 2 of ar-3600-2 fibertaks anchors loaded with fiberwire sutures became dislodged during use. Apparently, neither formed the "ball" configuration, as they came out of the joint exactly straight, just as they were inserted, even after following the technique to deploy the anchor. This was discovered during a shoulder instability - fibertak with knots using fiberwire procedure with no patient harm reported. There was no delay in the procedure, and no additional anesthesia was administered. The case was completed using two additional fibertak anchors with tape that were successfully fixed into the bone. The patient was reported to have good bone quality.